Event description:
Leica microsystems received a complaint regarding sub-optimal processing after tissue had been exposed to a clean cycle in error, because the cassettes had not been removed from the retort after protocol completion. On (B)(6) 2012, leica microsystems received information that all tissue samples exhibiting sub-optimal processing were diagnosable.

Manufacturer narrative:
.